Event description:
It was reported to boston scientific corporation that a flexima bilary stent was used during a bile duct drainage procedure. According to the complainant, during the procedure, the stent could not be deployed. No damage was noted to the device. The procedure was completed with another flexima biliary stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Investigation results revealed the guide catheter to be broken, therefore this is now an MDR reportable event.

Manufacturer narrative:
Patient age, gender, and weight are unknown. Event date is unknown. The complainant was unable to provide the device lot number. Therefore, the manufacture and expiration dates are unknown. It was reported the device was not used past its expiry date. (B)(4) for the event of guide catheter broken. The delivery system was returned for evaluation, however the stent was not returned. The suture was noted to be detached from the push catheter and was also not returned. Visual evaluation of the returned device revealed the push catheter to be bent and the suture hole of the push catheter to be torn. The guide catheter was found stretched and broken. The broken guide catheter was returned stuck on a guidewire; the guidewire could not be removed due to the stretching in the guide catheter. No damage was noted to the guidewire. A kink (suture impression) was noted in the distal end of the guide catheter, indicating the suture embedded inside the guide catheter during the attempted deployment. The stretched and broken guide catheter indicate force was exerted when the stent was attempted to be deployed. The noted damages are likely due to procedural or anatomical factors encountered during the procedure such as tortuous anatomy or maneuvering of the device. Therefore, the most probable root cause for this complaint is operational context. A review of the device history record could not be performed since the lot number was not provided in the complaint.